Manufacturer narrative:
Evaluation summary: image review: one image was received from the customer. The image revealed a damaged guidewire observed in a zip bag. The guide shows tensile and torsional stretching of the inner lumen. The guidewire was returned for evaluation. No other components associated with the venaseal were returned for analysis. Visual inspection of the guidewire revealed tensional and torsional stretching of the inner lumen of the j section of the guidewire. The guidewire was stretched to approximately 225cm. The total length of the guidewire supplied is 180cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the j wire from a vena seal kit became uncoiled during the procedure. The device was prepped as per the IFU. Another vena seal kit was used to complete the procedure. No patient injury was reported.